Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that pt has been having hip pain ever since her surgery done in 2004. Pt stated she met with surgeon a few months after surgery due to her pain. Surgeon suggested for pt to go to (B) (6) to be check for infection, pt did not go.